Event description:
During evaluation of a returned spectrum pump, the device failed downstream occlusion testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The current reported problem does appear as a repeat symptom within the past 12 months and the upstream sensor assembly was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. Should additional relevant information become available, a supplemental report will be submitted.